Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during placement urine leakage occurred due to the drain bag sample port sinking in and was confirmed visually. The sample port collapsed when connected to the syringe. There are signs that the sample port was being used more than once a day.